Event description:
It was reported that the pump exhibited a downstream occlusion seal. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a cracked(dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a faulty downstream occlusion seal. The downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.